Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a used 5 fr. Ptd catheter assembly. The catheter cannula was found to be partly exposed and bent about 6 cm from the hub. Several attempts were made to reinsert the catheter into the sheath hub but they failed. Functional testing was then attempted by inserting the catheter hub into the rotator slots but the catheter remained stuck in the sheath. The returned assembly was then cut below the sheath hub and with a forceful tug both ends of the catheter could now be removed and examined. The catheter body was covered in dried blood but appeared typical. One bend was observed in the catheter at 3 cm below the cannula and the heat shrink was torn in this area; however, no other defects or damage was observed. A device history record review was performed on the ptd catheter assembly based on sales history with no relevant findings. The provided instructions cautions to keep the exposed portion of the catheter straight at all times to aid in successful basket deployment. Operational context caused or contributed to this complaint issue. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had an occluded fistula. The doctor used the trerotola to de-clot and open the access. He advanced the trerotola, deployed basket, and began pulling back. In the middle of the procedure, the device would not rotate and the basket would not collapse. They disconnected the catheter from the driver and were finally able to remove the catheter from the patient after several attempts. The doctor then placed a permanent catheter in the patient as the fistula is no longer viable. It was noted that it appears the driver will rotate. The doctor speculates there was a very significant stenosis which pushed down on the device. There was no reported delay, death, or complications to the patient as a result of this occurrence.